Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change out, this cardiac resynchronization therapy defibrillator (crt-d) exhibited calcification of the pocket. Additionally, the right ventricular (rv) lead had been exhibiting a gradual rise in shock impedance measurements, measuring greater than 125 ohms, an out of range measurement for this lead. It was also found that the right atrial (ra) lead had incurred lead body damage. Additional surgical intervention was performed to address the issues. Subsequently, this patient's ra and rv leads were surgically capped. The patient is in chronic atrial fibrillation, so the physician opted to not replace the ra lead at this time. The rv lead was successfully replaced. No additional adverse patient effects were reported.